Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated when the investigation is complete.

Event description:
It was reported that the device was leaking an undescribed fluid. There was no pt involvement or adverse consequences related to this event.